Event description:
The reporter called and alleged a discrepant result on the device when compared to the lab during a correlation study. The reported device result was 2.5 inr. The corresponding lab result reported was 2.0 inr. The device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The reporter stated the device was broken and taped together to hold the batteries in place. The site passed their cap survey and ran a correlation because the device was "off" according to their criteria. The reporter had called for a new monitor.